Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level 600 - 700 mg/dl and was hospitalized. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. Customer was treated with intravenous fluids, saline and manual doses of insulin. The infusion set brand and manufacturer was not provided. Customer was released from the hospital on (B)(6) 2021 with no permanent damage and issue resolved.